Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was discarded at the user facility and not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies vessel perforation and intracerebral hemorrhage as potential complications associated with use of the device.

Event description:
It was reported that balloon-assisted coiling of a posterior cerebral artery (pca) aneurysm was attempted. Advancement of the balloon catheter over the guide wire in the pca was difficult due to intracranial atherosclerotic changes. During the advancement, the guide wire perforated the aneurysm sac. The balloon catheter was then rapidly inflated within the left internal carotid artery across the neck of the aneurysm while a 45° microcatheter was navigated over a synchro guidewire into the aneurysm. Four (4) embolization coils were immediately deployed in the aneurysm, and the rupture was successfully controlled. The patient was graded on the raymond scale as rs2. The patient was reported to have woken up with no neurological deficit and was given 500mg aspirin IV after the procedure. The event occurred during the index procedure on a patient enrolled in the rage clinical trial.